Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Ipg passes lead pull test. Ipg had fluid intrusion. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system including a percutaneous lead and an ipg on (B)(6) 2007. It was reported the lead had become disconnected from the ipg. As the physician suspected fluid ingress in the device header, the ipg was explanted and replaced. The explanted ipg was returned to the MFR for analysis on (B)(6) 2007. F/u on the pt found no other issues reported.